Event description:
The patient underwent spinal fusion and decompression (laminectomy, foraminotomy) on (B)(6) 2008 at l4-l5 and l5-s1. No complications were noted until (B)(6) 2009. Re-herniation of disc occurred. A microdiscectomy was performed at l4-l5 which had previously been fused with components. Solid fusion was evident through the l4-l5 and l5-s1 levels. Posterolateral fusion had also taken place at both levels. A keyhole laminectomy was needed to decompress the lateral recess. No components were removed. The pt continued to report pain following the procedure. Medication was administered and considered resolved as of (B)(6) 2010.

Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research dept between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. Implantation of components at multiple levels was 510k approved at the time of implantation. Eval, method: no devices returned, devices remain implanted.